Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there were call service 052/054 alarms. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: the pump has been returned and evaluated by product analysis on 06/28/2017 with the following findings: during investigation, a review of the black box data and alarm history showed consecutive cs054/cs052/cs012 slave communication failure alarms on (B)(6) 2017. The pump powered on and no call service alarms occurred during testing. The complaint of a cs 054/052 call service alarm issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.